Manufacturer narrative:
(B)(4) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4) (registration#1000381138). Info supplied from the initial rptr alleges that a user/carer rec'd an electric shock through their finger when moving the mains power cord on the nimbus pump ((B)(4)). On inspection of the pump by the facility, they could not find any fault with the unit. Upon inspection of the mains power cord, it was found that the cable had been damaged sufficiently enough so that live wires were exposed which could potentially cause harm. Upon further analysis of the power cord, it was established that the part was not an arjohuntleigh fitted part. We do not fit this type of mains cable to our nimbus product. Therefore, we are unaware of it origin and condition at the time of the event. All of our service/rental products undergo safety and performance tests prior to use in the market, of which the mains cable would be classed as a critical component and thus would be checked for any abnormalities. These tests/checks are listed in our service manual - ref: (B)(4), chapter 2- maintenance - section: 1.1 - visually inspect the following for damage, wear and potential faults (ie, mains cable, etc). We are also inform the user in our IFU/user manual ((B)(4)) regarding the risks associated to the positioning and entrapment of mains cables. We further include (section 7, of the IFU) a routine maintenance info page whereby we advise users to regularly check all electrical connections and mains power cord for signs of excessive wear. We conclude that the device component at fault was not an arjohuntleigh fitted part and based on the info provided, we cannot determine how the damage occurred to the cable or its origin.

Event description:
When moving the mains power cord which was connected in socket to the air mattress, an electric shock was obtained through the finger. While it was not reported who sustained this (caregiver or pt), it was reported that no serious injury was suffered (the severity of shock was not disclosed, but it was reported that they were "distressed"). No further info was given.